Event description:
A low parathyroid result for one patient was reported by the technical service representative. Initial preoperative result gave 28.33 pg/ml. Same sample repeated gave 73.70 pg/ml. The physician questioned the result as it did not agree with previous results and requested an immediate repeat of the sample. The result of 73.70 was believed to be the correct result. There were no adverse effects to the patient. The field service representative determined the analyzer needed a calibration and the customer calibrated before rerunning the sample. Performance tests performed which were within specification.